Event description:
On (B)(4) 2011, clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that system diagnostics were performed and the patient had high impedance; output=limit/lead impedance=high/dcdc=7/eri=no. The patient's settings were output=0.75ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=500uesc. The clinic notes state that the patient had a motor vehicle accident in 2007 that is believed to have caused the high impedance. The physician reported that the patient had been trying to get the vns replaced but has been unsuccessful because of the ongoing litigation and the fact that she was recently uninsured until recently. The patient was then referred for full revision surgery. The patient had a full revision surgery on (B)(6) 2011 and the explanted product was returned to the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed. The physician later reported that no x-rays were taken. A CT scan of the soft tissue of the patient's neck was performed on july 31, 2009 which was reported to be normal. The physician again reported that the motor vehicle accident the patient was involved in back in 2007 is believed to be the cause of the high impedance. The patient's programming history was reviewed and the patient's last diagnostics within normal limits was on (B)(6) 2009 which showed output=ok/lead impedance=ok/dcdc=2/eri=no. Although the physician reported that the patient's motor vehicle accident in 2007 is believed to have caused the high impedance, since diagnostics performed in 2009 showed results within normal limits, it is unknown if that is really the cause of the high impedance seen now. When additional information is received, it will be reported.

Manufacturer narrative:
Although the physician reported that the patient's motor vehicle accident in 2007 is believed to have caused the high impedance, since diagnostics performed in 2009 showed results within normal limits, it is unknown if that is really the cause of the high impedance seen now.

Event description:
On (B)(6) 2011, the manufacturer's consultant reported that the vns patient's generator was replaced because it was believed to have been damaged in the patient's motor vehicle accident in 2007, which also was believed to have caused the high impedance. Product analysis on the generator was completed on (B)(6) 2011, which revealed that the generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the lead was completed on (B)(6) 2011. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the high impedance. However, since the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Device failure is suspected in the lead portion not returned.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.